Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating that safety valve is detected as open without fulfilled opening conditions and on/off switch error. The situation described related to technical error codes indicating that safety valve is detected as open may lead to stop of ventilation. Identification of issue has been done by analyzing problem description, service report and device¿s logs. Based on technician statement, the safety valve membrane was dirty. The issue was solved by cleaning the safety valve membrane. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined.